Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-01388.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2016-01388. The patient had two extensions from the same lot. It was reported the patient((B)(6)) did not recharge her ipg as recommended. In turn, the patient's ipg became inoperable over time. It was also reported the patient had fallen on several occasions. X-rays were taken and no anomalies were found. On (B)(6) 2016, the patient underwent surgical intervention. During the procedure, the doctor explanted and replaced the patient's ipg. The patient's extensions were found to be disconnected from the header of the ipg. As a result, the doctor decided to explant the extensions and connect the existing leads to the replacement ipg. Surgical intervention resolved the patient's issue. Note: the concomitant medical products and therapy dates are unknown.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-01388.